Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2015 device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings.on investigation, the alleged blank display issue was verified in the black box but not duplicated in the evaluation. Review of alarm history found processor communication enable timeout alarms that could resulted in a blank display screen. The pump powered up to a clear and legible verify screen. Blank display complaint was not duplicated. The auditory and vibratory features were operational. No tactile issues were found with the buttons. Unrelated to the complaint, a battery compartment crack was found to the side of the compartment extending from the case seal towards to the threads.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (blank screen) issue with no moisture corrosion noted in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.